Event description:
It was reported that oil and some other fluid were observed coming from the attachment following cleaning. There was no reported pt involvement.

Manufacturer narrative:
The device was received for eval. Following an autoclave cycle, there was no observed leaking of oil or any other fluid coming from the attachment.